Event description:
The pump was returned for investigation. Investigation revealed a display failure and a keypad button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on 01/16/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: during investigation, the display screen was dim and discolored. Additionally, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to respond. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).